Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2009 and performed to specification up to the 3rd january 2010. The device failed multiple self-tests due to a low battery between january 2010 and april 2014. The device remained in fault mode until 22nd may 2014 when an increase in voltage suggests a further pad-pak was installed and the device passed a self-test. Multiple manual power ups of ten minutes duration were observed in the device memory between 8th march 2015 and 8th june 2015. Temperatures recorded were below the recommended minimum standby temperature. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The self-test fails recorded may be due to the pad-pak not being correctly inserted into the device or a partially depleted pad-pak may have been installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.